Event description:
It was reported that the customer received no delivery and motor position encoder error alarms on the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. Unable to perform the excessive no delivery test due to the motor error alarm. Unable to confirm other error alarms due to an erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.